Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department from an unspecified nursing department for an unspecified reason. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delay of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would calibrate. No additional info was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was not responsive when the keys were pressed, the keys would intermittently get stuck, and the touchscreen would not calibrate. The probable cause was due to contamination on the bottom edge of the touchscreen caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.